Manufacturer narrative:
Customer's device was returned for investigation. Display has no lines or spots. The alleged malfunction was not reproducible. The product performed according to the specifications. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The device was disassembled for further investigations. The visual inspection of the electronic parts showed no abnormalities, no contamination was found.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that their meter had squiggly lines throughout the screen which impacted the results field. There have been no misinterpreted results reported.